Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing short interval counts (sic). The patient will continue to be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.